Manufacturer narrative:
Visual, functional, and electrical analysis was performed on the returned device. The reported communication or transmission problem was confirmed. Electrical testing revealed open circuits in the sensor chip assembly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. It was determined that the pressurewire was used after expiration of 3/31/2022. The procedure date was 11/20/2023; therefore, the device was used approximately 20 months after expiration. The pressurewire instructions for use (IFU), references the ¿use by¿ date symbol which is available on the product label to indicate the product expiration date. The expiration date of the product is important for the sterility, efficacy, and performance of the device. In this case, it could not be determined if the reported event was a result of the product being used past the expiration date. Based on the reported information and analysis of the returned pressurewire, the reported connection issue appears to be due to operational context. It is likely that during use, damage to the microcables resulting in the reported communication problem and open circuits noted to the returned pressurewire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017 device code clarifier- use after expiration.

Event description:
It was reported that physician had connection problem with the pressure wire x device. The procedure was completed successfully with a new pressurewire x. There was no adverse patient effect and no clinically significant delay in the procedure. Based on the returned device analysis, the device was expired and used after expiration date. No additional information was provided.